Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient has effective therapy now.

Event description:
It was reported that the patient experienced inadequate therapy and undesired stimulation. As such, surgical intervention took place on (B)(6) 2023 wherein a new lead was added to address the issue.

Manufacturer narrative:
Date of event is estimated. Facility name: (B)(6). Reporter phone number: (B)(6).